Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation revision with two 450cc mentor memorygel breast implants and experienced bilateral ruptures post-operatively, which was diagnosed with an MRI. The left side has mild surrounding peri-implant fluid (fluid collection), breast cyst, and local reaction. The patient had a left surgical intervention (cyst aspiration) on (B)(6) 2025. It was also mentioned that the patient experienced capsular contracture (baker grade 4) on the right side. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2026. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. D6b. Explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 13, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture found, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2026, mentor received additional information regarding the patient's event. It was reported that the patient also experienced breast ptosis. In addition, it was clarified that the patient's capsular contracture and rupture was on the patient's contralateral side. Mentor has updated the complaint's coding for accuracy. The patient's date of device explantation was updated to january 20, 2026. Please see manufacturer report number 1645337-2026-00503 for reference. On february 11, 2026, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).